Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to premature battery depletion (pbd). No additional adverse events were reported.